Manufacturer narrative:
The device was returned to zoll medical (B)(4); the customer's report was observed during review of the device's history log. However, the reported problem could not be duplicated with the device. The analog board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "ECG disabled" and "ECG fault 5" messages. Complainant indicated that there was no patient involvement in the reported malfunction.